Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had presented to the hospital after having fallen due to a syncopal episode. Interrogation of their device revealed an intermittent loss of right ventricular (rv) lead capture. Examination of the patient revealed a moderate pericardial effusion without tamponade - a microperforation was suspected. The rv outputs were increased and the patient was admitted. Revision of the lead was planned. No further patient complications have been reported as a result of this event.